Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported by the customer, a flexor raabe guiding sheath broke in a patient during an unknown procedure. Upon return and initial evaluation of the device, the sheath shaft was unraveled and separated, with another manufacturer's balloon catheter lodged inside the sheath. Additional information was received 21apr2023. Access was obtained in the femoral artery and a contralateral approach was used to target the superficial femoral artery. The access site was scarred, and the anatomy, including the aortic bifurcation, was calcified. The sheath was reportedly difficult to advance into the patient. Another manufacturer's wire and unspecified angioplasty balloons were used through the sheath during the procedure. All ancillary devices were difficult to remove from the sheath. Although the dilator was reinserted into the sheath prior to attempted removal, resistance was encountered, and the sheath could not be removed. After the failed removal attempt with the dilator in place, the user attempted to remove the sheath with a balloon, over a wire; however, the balloon became stuck. The balloon and sheath were then slowly removed from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. Another manufacturer¿s device was lodged in the sheath, which was separated approximately 27.5-centimeters from the hub. Bunching was noted 25.2-centimeters from the hub. The sheath measured 42.1-centimeters from the point of separation to the distal tip of the device. The lot number was not provided to cook, and a global search of sales could not definitively determine the lot number. Therefore, it is unknown if there have been any non-conformances or additional complaints on the lot. The product IFU states "if resistance is encountered during sheath advancement, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ the information provided upon review of the dmr, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a definitive cause for this event could not be established; however, it is possible that the patient¿s calcified anatomy may have contributed to the event. The dilator was reinserted prior to attempted removal, per suggestion of the IFU. The risk analysis for this failure mode was reviewed and no additional escalation was required. There is currently a CAPA investigation open to investigate this product failure. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Name and address -(B)(6). Occupation = systems administrator device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported by the customer, a flexor raabe guiding sheath broke in a patient during an unknown procedure. Upon return and initial evaluation of the device, the sheath shaft was unraveled and separated, with another manufacturer's balloon catheter lodged inside the sheath. Additional information has been requested.

Event description:
Additional information was received 21apr2023. Access was obtained in the femoral artery and a contralateral approach was used to target the superficial femoral artery. The access site was scarred, and the anatomy, including the aortic bifurcation, was calcified. The sheath was reportedly difficult to advance into the patient. Another manufacturer's wire and unspecified angioplasty balloons were used through the sheath during the procedure. All ancillary devices were difficult to remove from the sheath. Although the dilator was reinserted into the sheath prior to attempted removal, resistance was encountered and the sheath could not be removed. After the failed removal attempt with the dilator in place, the user attempted to remove the sheath with a balloon, over a wire; however, the balloon became stuck. The balloon and sheath were then slowly removed from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional/ corrected information: b5, d10, h6 (annexes e & f). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.